Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch and it was reported that the filter was leaking. There was patient involvement, and no patient injury.

Event description:
Updated information: durvalumab, cddp and etoposide were involved.

Manufacturer narrative:
Additional information: b5.